Event description:
Health care providers have been experiencing recurrent issues with plum 360 smart infusion system displaying battery errors with r&d batteries of 6 volt / 4.5 amp hr. The recurrent issues started with r&d battery (part-5374). A set of 30 batteries were sent back to r&d for testing, and they were sent back to us and the health care providers were told they were fine just to charge batteries in unit for 24 hrs. Batteries were placed in units and charged for 24 hrs. As instructed. Less than a month later just about every unit (plum 360 smart infusion system) used with the returned batteries were back at the biomed shop for the same battery issue. A new style of battery made by power sonic (part# ps-640) was also used, and still the same battery problems (depleted battery, battery not installed, service battery/replace pump) persisted with the plum 360 IV pump. (B)(6) batteries were also used with same errors (part# 5078). Pump software was recently updated to rev. 15.11.00.018 ¿ current sw. Rev. For ICU medical plum 360 smart infusion system.